Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported failed flow rate test low which was reproduced. The cause was determined to be failed pressure plate which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate test "low". There was no known patient injury or medical intervention associated with this event. No additional information is available.